Manufacturer narrative:
Analysis determined that the implantable neurostimulator (ins) battery was at normal end of life, telemetry and output were okay. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. It was reported that the issues with the patient¿s elbow were unrelated to the patient¿s device and therapy. It was also reported that the eri is a result of normal battery use and depletion. The patient was referred to neurosurgery for a replacement of the inss. It was reported that the patient's weight is not known.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The consumer reported the patient encountered an elective replacement indicator (eri) message on both right and left sides when turning the patient's devices back on after an unrelated surgical procedure. The consumer reported that when the patient's devices were implanted, they "were pretty sure it was the [manufacturer representative] or someone in the healthcare professionals office who told them the patient's ins's would never need to be changed." No patient symptoms were reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.